Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).

Event description:
It was reported by the patient she had a novasure endometrial ablation procedure sometime in the year 2017 and she developed a side effect post ablation tubal sterilization syndrome. It is unknown if intervention was required. We have been unable to obtain additional information surrounding this event.